Event description:
Medtronic received information regarding an adjustable valve. It was reported the patient had hydrocephalus secondary to aneurysm rupture and underwent ventriculoperitoneal shunt. After connecting the shunt, it was found that no cerebrospinal fluid was flowing out of the abdominal cavity. After checking the shunt system, it was found that the anti-siphon chamber of the valve was damaged. After replacing with a new valve, the operation was completed. There was a procedure delay of 30 minutes. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis determined that the visual and functional inspection confirmed the delta chamber had been punctured. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.